Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 352 (mg/dl). A bolus was delivered to address bg levels. During system check with tandem technical support, it was noted that the customer changed their bolus settings duration from 2.5 to 2 hours. It was also noted that pump time was set for a different time zone than the time zone the customer was in at the time the event was reported; however, the customer declined to adjust the pump time zone settings. Recommendation was made to change the infusion site and consult with their health care provider to discuss diabetes management.